Event description:
Reporter alleged discrepant blood glucose results on the active system when looking into the systems meter. Customer stated blood glucose measured 147 mg/dl; however, when looking into the meter memory, there was a result of lo. The location of the alleged incident was not provided. No actions were taken or treatment was rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Active system: meter with the test strip lot number and expiration date not provided.

Manufacturer narrative:
The suspect product is the active meter.